Manufacturer narrative:
This report is submitted on 7 january 2021.

Manufacturer narrative:
This report is submitted on october 15, 2020.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in no clinical benefit. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.